Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated none of their buttons were responsive when attempting to bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer reported suspending the insulin pump to shower prior to the keypad issue occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted to the motor assembly or electronic assembly.